Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. During preparation, the nurse handed the 12x3.5mm liberte bare monorail coronary stent delivery system (sds) to the scrub tech. When the scrub tech handed the sds to the doctor, it was noted that the stent was missing. The stent dislodged outside the pt and was found on the back table. The device never entered the pt and the procedure was completed with another non-bsc product. The pt's current condition is listed as "fine".